Event description:
It was reported that the patient had several inappropriate shocks. There was t-wave and noise oversensing. There was undersensing via reduced intrinsic amplitudes and a change in morphology. Technical services advised to evaluate other sensing vectors. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.